Event description:
Caller reported that the pump screen occasionally appeared black, affecting their ability to interact with the device over the past two days. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, instructed the caller on storage and return of the defective pump, and guided them on transferring settings and connecting their cgm to the new device. The customer opted for mdi as a backup insulin therapy and confirmed an understanding of all procedures.